Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you), if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to enter the load screen. Customer's blood glucose level was 127 mg/dl. During troubleshooting with tandem technical support (cts), customer was unable to navigate to the load screen multiple times. Additionally, the customer received an auto-off alarm. Cts educated the customer on the pump's auto-off safety feature. Contact acknowledged the information. Reportedly, the customer had an alternate pump available for insulin therapy.